Manufacturer narrative:
Per data management system review, the user is currently using the system with a new sensor and receiving up-to-date information. Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
On april 13, 2026, senseonics was notified of an unsuccessful attempt to remove a patient's sensor. The patient reported that the health care professional (hcp) was unable to remove the sensor during insertion of a new sensor. The hcp attempted removal for approximately one hour and subsequently closed the incision. The sensor remains in the patient's arm, and further actions are currently under evaluation. The patient's newly inserted sensor is transmitting data.